Event description:
An operation director of the hosp reported to an olympus nurse consultant that two pts experienced gluteraldehyde burns following colonoscopy procedures. As a result, one pt required hospitalization and the second was treated in the emergency room.